Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) continued to display glucose readings in the dexcom app while the ilet did not receive cgm data for an extended time, after which readings resumed on the ilet without user intervention. No adverse clinical symptoms reported. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. User support included customer service troubleshooting and education with instruction to contact the cgm manufacturer for further support regarding connectivity. Investigation of this case revealed a transient loss of cgm-to-ilet communication with automatic restoration of data flow, consistent with intermittent signal loss between devices. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or transient connectivity disruption.

Manufacturer narrative:
Initial.